Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30793937l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an 76-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion while performing atrial fibrillation and right atrial cavotricuspid isthmus (cti) ablation. While ablating the cti line, anesthesia informed the ep physician that there was a drop in blood pressure. The physician checked via intracardiac echo using the viewflex ice catheter. The physician confirmed there was a pericardial effusion in the right atrium. A pericardiocentesis was performed and 550cc of fluid was removed. The patient stabilized at that time. The procedure was abandoned at that time. The patient is still in the ep lab room at the time of the call. The physician¿s opinion on the cause of this adverse event was the procedure. No surgical intervention was required. The patient outcome of the adverse event was recovered. The patient did not require extended hospitalization because of the adverse event. The generator used in the case was sn g4c-1381. A transseptal puncture was performed with a versacross, catalog # vxsk0022. There was no evidence of steam pop. An irrigated catheter was used in the event and the flow setting was 8 and 15. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & (visitag with tag index). The visitag module parameters for stability were set at 3g 20% of time, 3mm for 3 sec, tag index, size 3. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.